Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. Was the product seal on the foil still intact when the package was opened? Unk will the device be returned for evaluation?if yes please return all relevant packaging material. No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. A human hair was found in the product before use. It was not a control release needle. There were no adverse consequences to the patient.